Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) increased to 595 mg/dl with ketones that health care provider considered dangerous. Customer initially attempted to address the high bg by changing infusion set and cartridge and resuming insulin. As a result, the customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.